Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The helix was retracted and dried body fluid was noted in the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection revealed no abnormalities. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was attempted to be implanted, however, the lead exhibited intermittent high capture thresholds in several different positions. A new lead was successfully implanted, and the attempted lead is expected to be returned to boston scientific for analysis. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was attempted to be implanted, however, the lead exhibited intermittent high capture thresholds in several different positions. A new lead was successfully implanted, and the attempted lead is expected to be returned to boston scientific for analysis. No adverse patient effects were reported.